Manufacturer narrative:
(B)(4).

Event description:
During implantation of a 27 mm regent mechanical valve, as the valve was being rotated one of the leaflets dislodged and dropped into the left ventricular outflow tract (lvot). A sterile cotton applicator was used to observe the underlying suture and pledgets during rotation. The leaflet and a fragment of valve material were removed from the lvot and the valve was explanted. A 29 mm masters series mechanical valve was successfully implanted into the patient. An additional 35 minutes of bypass/cross-clamp time was required. The patient was discharged home on post-operative day 4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.